Event description:
It was reported that a patient underwent a laparoscopic para-aortic lymphadenectomy procedure on an unknown date and absorbable hemostat was used. At the end of 2025, a patient who underwent laparoscopic para-aortic lymphadenectomy developed acute renal failure of an unknown cause and required dialysis. The nephrology department assessed that the renal failure was due to reduced renal blood flow caused by some factor. Absorbable hemostat was used during the surgery. The doctor does not believe that absorbable hemostat was the cause, but it was used at the time of the surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What was the date of index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What is the lot number? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. Was there a post-op hematoma of significant size in the renal vasculature? If so what size? 10. Has any surgical or medical intervention been performed? 11. Has the customer been directed to the mir process? 12. What is physician¿s opinion as to the cause of this event? 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative renal failure? 14. What is the patient¿s current status? 15. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained: doctor¿s comment: the condition was most likely due to the long operation time (just over 11hours). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Health effect - impact code. Additional information was requested, and the following was obtained: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unknown. No patient history, allergies, concomitant medications, or past medical history were provided. 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? It was used intraoperatively for haemostasis. 3. Where was the surgicel used (on what tissue)? Unknown. Only noted that it was used during a laparoscopic pan procedure. 4. How much surgicel was used during the procedure? Unknown. The quantity used was not reported. 5. Was the surgicel product left in place? Was the excess irrigated and removed? Unknown. No information regarding irrigation or removal was provided. 6. Was there a post-op hematoma of significant size in the renal vasculature? If so what size? Unknown. No postoperative haematoma was reported. 7. Has any surgical or medical intervention been performed? Yes. The patient required dialysis following postoperative renal failure. 8. Has the customer been directed to the mir process? No. 9. What is physician¿s opinion as to the cause of this event? The physician commented that the renal failure was most likely related to the prolonged operative time (more than 11 hours). The nephrology team considered intraoperative renal hypoperfusion as a potential cause. The causal relationship with surgicel powder is unknown. 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative renal failure? Unknown. No product deficiency was identified or alleged. What is the patient¿s current status? Unknown. No follow up status was provided. 11. What is the users experience w/ surgicel powder and other hemostatic agents? Unknown. No comments regarding the surgeon¿s overall experience with surgicel powder or other haemostatic agents were provided. The following information was requested, but unavailable: 12. What was the date of index surgical procedure? Unknown. 13. Was there any intraoperative concurrent use of other products? Unknown. 14. What is the lot number? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.